Manufacturer narrative:
(B)(6). Patient information has been requested, not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm did not occur at the central station on (B)(6) 2018 at 05:25 for bed (B)(6). The customer did not indicate if there was any patient event, however, based on the asystole alarms provided, this will be considered a serious injury at this time.

Manufacturer narrative:
No device malfunction occurred. The logs were provided for review and it was found that an asystole alarm was generated at 05:23, 05:24, and 05:25 (see above log excerpt). Each of these were silenced/acknowledged at the central station. This is considered a user alarm handling issue.